Event description:
It was reported that the nurse did not answer either number provided. Called main hospital and was transferred to ccicu. Nurse stated that the arctic sun device had been alerting all day and was not cooling the patient. Currently they were filling the reservoir to see if that helps. Confirmed they emptied and disconnected the pads prior to filling the reservoir. Directed nurse to the event log. Alert 113 (reduced water temperature control) alert repeated. Patient temperature (pt) was 37.4c, targeted temperature (tt) was 36c. Water had been around 29c all day. Explained this device need to be tagged for biomed labeled alert 113 (reduced water temperature control), not cooling. Suggested changing to another means of cooling. Nurse thought all of their devices were in biomed and some had been there for a year.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (water check time out - unable to reach calibration temperature). Draining from the left port showed no water in the chiller tank. They discussed that this was likely a failed mixing pump, and they would order and replace the mixing pump locally. Nurse did not answer either number provided. Called main hospital and was transferred to ccicu. Nurse stated that the arctic sun device had been alerting all day and was not cooling the patient. Currently they were filling the reservoir to see if that helps. Confirmed they emptied and disconnected the pads prior to filling the reservoir. Directed nurse to the event log. Alert 113 (reduced water temperature control) alert repeated. Patient temperature (pt) was 37.4c, targeted temperature (tt) was 36c. Water had been around 29c all day. Explained this device need to be tagged for biomed labeled alert 113 (reduced water temperature control), not cooling. Suggested changing to another means of cooling. Nurse thought all of their devices were in biomed and some had been there for a year.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.